Event description:
It was reported that the patient alert triggered for right ventricular impedance that was high and out of range. Oversensing and noise on the lead were also noted, and a fracture was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.